Event description:
It was reported that prior to a crt-d upgrade, the patient felt small electrical shocks in the pocket. No electrical or visual anomalies were observed. The physician elected to cap and replace the lead due to the pocket stimulation. The patient received no further complications.